Event description:
The surgeon implanted a lens in the pt eye. The pt left the operating room and the surgeon was notified by the surgical tech that they had given pt, in error, the wrong diopter lens. The pt was brought back to surgery shortly after for removal and iol exchange. The surgeon enlarged the incision to remove the lens and sutures were required. The pt's prognosis is excellent and the post-operative best-corrected visual acuity is 20/20. The surgeon stated that this was an operating room personnel error and was not product related.